Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-16452. This report is for the same event as manufacturer report: 2124215-2025-16455.

Event description:
It was reported that during a ureteroscopy procedure, three fibers broke. A fourth fiber was opened to complete the procedure. There were no patient complications reported. This report is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-16452. This report is for the same event as manufacturer report: 2124215-2025-16455. D4 unique identifier (UDI) : correction. B1. Adverse event/product problem: correction.

Event description:
It was reported that during a ureteroscopy procedure, the fiber broke. This occurred with two more fibers. The procedure was completed using another fiber without patient complications. This is for the second fiber.